Event description:
Per the edwards lifesciences field clinical specialist report, during a tavr procedure via transaortic approach the 26mm sapien valve was deployed too ventricular (80:20) and the echo showed a 2+ central aortic insufficiency (cai). A 2nd 26mm sapien valve was deployed with final result of 1+ cai. It was noted that the 1st valve position was too ventricular because the operator did not do a fine adjustment of the delivery catheter during valve deployment. The patient was stable after the procedure. It was informed that the patient¿s aortic annulus diameter measured 23x28mm by CT, with mild calcification of the aortic valve leaflets and aortic root.

Manufacturer narrative:
Per the instructions for use (IFU), the edwards sapien transcatheter heart valve with the ascendra delivery system is currently indicated for transapical approach. According to the IFU, device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause for the sapien valve position too ventricular post deployment cannot be confirmed; however, it appears that the event was caused by a combination of procedural and patient factors. Per report the 1st valve position was too ventricular because the operator did not do a fine adjustment of the delivery catheter during valve deployment. It was also reported that the native aortic valve calcification was mild, which may have contributed to the event. The device is not available for evaluation, as it remains implanted in the patient. There was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.